Event description:
It was reported that perforation occurred. The patient's bilateral common iliac arteries contained mild calcification. The right common iliac artery diameter was 5.3mm. The patient's native aortic valve was bicuspid with the annulus measuring 20.2mm in diameter. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was advanced without difficulty despite the small diameter of the common iliac artery, and no dilation of the vessel was performed. A safari2 guidewire was advanced and positioned. Balloon aortic valvuloplasty (bav) was performed successfully with one inflation of a 18mm non-boston scientific (bsc) balloon catheter under rapid pacing. A size small acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds). The acurate neo2 tf ds was advanced into the 14f isleeve introducer sheath, however when the tip of the acurate neo2 tf ds was at the level of the right common iliac artery area, the acurate neo2 tf ds was unable to advance out of the 14f isleeve introducer sheath. Additional push was applied by both operators without success. The acurate neo2 tf ds with loaded size small acurate neo2 valve was removed along with the 14f isleeve introducer sheath as a unit. The removed devices were analyzed on the table. The 14f isleeve introducer sheath was noted to have kinks. The acurate neo2 tf ds was pulled out of the 14f isleeve introducer sheath and the outer member of the acurate neo2 tf ds was noted to be bent. The size small acurate neo2 valve was released from the acurate neo2 tf ds and damage was observed on the leaflets. The devices were exchanged for a new 14f isleeve introducer sheath, acurate neo2 tf ds, and size small acurate neo2 valve and were prepared for use. The second 14f isleeve introducer sheath was inserted without difficulty. The physicians then proceeded with dilating the vessel with 5-7 x 40mm peripheral balloons at different levels within the vasculature including the right femoral artery and right common iliac artery. The second size small acurate neo2 valve was prepared and loaded onto the second acurate neo2 tf ds and advanced into the 14f isleeve introducer sheath. This second acurate neo2 tf ds was able to advance out of the 14f isleeve introducer sheath and position at the native aortic annulus. The size small acurate neo2 valve was released in good position but was under-expanded. No paravalvular leak was observed, but the gradient was 17mmhg. The acurate neo2 tf ds was removed without issues. Post-dilation was performed with an 18 x 40mm non-bsc balloon catheter unsuccessfully. The 18 x40mm non-bsc balloon catheter was exchanged for a 20 x 40mm non-bsc balloon catheter. After post-dilation, the gradient decreased to 3mmhg. The 14f isleeve introducer sheath was removed while the dilator was inserted without issue. Contrast injection was performed, and a perforation of the right external iliac artery was identified. Plain old balloon angioplasty (poba) was performed to stop bleeding and a 6 x 40mm covered stent was deployed. Post-dilation with a 7 x 40mm peripheral balloon was performed. Final angiogram showed no leak. The patient was transferred to another room for observation. The following day the perforation began bleeding again. The stent had moved, causing an occlusion. The collateral vessels maintained blood flow and the patient did not develop critical ischemia. Warfarin was administered and the patient was sent to the operating room for vessel repair. Post surgery, the patient continues on oral anticoagulation. The patient remains hospitalized for monitoring of international normalized ration (inr) and hematocrit levels.

Event description:
It was reported that perforation occurred. The patient's bilateral common iliac arteries contained mild calcification. The right common iliac artery diameter was 5.3mm. The patient's native aortic valve was bicuspid with the annulus measuring 20.2mm in diameter. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was advanced without difficulty despite the small diameter of the common iliac artery, and no dilation of the vessel was performed. A safari2 guidewire was advanced and positioned. Balloon aortic valvuloplasty (bav) was performed successfully with one inflation of a 18mm non-boston scientific (bsc) balloon catheter under rapid pacing. A size small acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds). The acurate neo2 tf ds was advanced into the 14f isleeve introducer sheath, however when the tip of the acurate neo2 tf ds was at the level of the right common iliac artery area, the acurate neo2 tf ds was unable to advance out of the 14f isleeve introducer sheath. Additional push was applied by both operators without success. The acurate neo2 tf ds with loaded size small acurate neo2 valve was removed along with the 14f isleeve introducer sheath as a unit. The removed devices were analyzed on the table. The 14f isleeve introducer sheath was noted to have kinks. The acurate neo2 tf ds was pulled out of the 14f isleeve introducer sheath and the outer member of the acurate neo2 tf ds was noted to be bent. The size small acurate neo2 valve was released from the acurate neo2 tf ds and damage was observed on the leaflets. The devices were exchanged for a new 14f isleeve introducer sheath, acurate neo2 tf ds, and size small acurate neo2 valve and were prepared for use. The second 14f isleeve introducer sheath was inserted without difficulty. The physicians then proceeded with dilating the vessel with 5-7 x 40mm peripheral balloons at different levels within the vasculature including the right femoral artery and right common iliac artery. The second size small acurate neo2 valve was prepared and loaded onto the second acurate neo2 tf ds and advanced into the 14f isleeve introducer sheath. This second acurate neo2 tf ds was able to advance out of the 14f isleeve introducer sheath and position at the native aortic annulus. The size small acurate neo2 valve was released in good position but was under-expanded. No paravalvular leak was observed, but the gradient was 17mmhg. The acurate neo2 tf ds was removed without issues. Post-dilation was performed with an 18 x 40mm non-bsc balloon catheter unsuccessfully. The 18 x40mm non-bsc balloon catheter was exchanged for a 20 x 40mm non-bsc balloon catheter. After post-dilation, the gradient decreased to 3mmhg. The 14f isleeve introducer sheath was removed while the dilator was inserted without issue. Contrast injection was performed, and a perforation of the right external iliac artery was identified. Plain old balloon angioplasty (poba) was performed to stop bleeding and a 6 x 40mm covered stent was deployed. Post-dilation with a 7 x 40mm peripheral balloon was performed. Final angiogram showed no leak. The patient was transferred to another room for observation. The following day the perforation began bleeding again. The stent had moved, causing an occlusion. The collateral vessels maintained blood flow and the patient did not develop critical ischemia. Warfarin was administered and the patient was sent to the operating room for vessel repair. Post surgery, the patient continues on oral anticoagulation. The patient remains hospitalized for monitoring of international normalized ration (inr) and hematocrit levels. It was further reported the patient has been discharged.

Manufacturer narrative:
B5: additional information added. H6: evaluation conclusion code updated from "no problem detected" to "failure to follow instructions". H6 device evaluated by MFR: one image and one video were provided to aid in the investigation and reviewed by a bsc quality engineer. The photo and video showed the damaged 14f isleeve introducer sheath. It appeared the accurate neo2 system may have been within the 14f isleeve introducer sheath, but it cannot be seen clearly.